Event description:
Dealer states : the treads on both tires are worn to non and does not have proper traction for safe operation. The tire are also split cause damage to the rims. This limits the clients ability to operate safely. That is a safety concern. The client power chair is not safe to operate. Replacement of the tire and rim assembly is needed for safe operation. (B)(4).